Event description:
As described by the customer tempus ls - failed to increase pacer current during pm. A user report was received related to a reported product problem which is currently being investigated. At the time of reporting, the device has not yet been returned for investigation. Further updates will be provided when the device is received and investigation has progressed.

Event description:
Tempus ls - failed to increase pacer current during pm. A user report was received related to a reported product problem which was investigated by (B)(4) manufacturer. (B)(4) (manufacturer) analysed the log files and determined that this issue appears to be a non-reproducible pacer error, which is logged as error 26 in the logfile.the trigger and actual root cause of this error and failure mode have not been concluded at this stage, however, this is a known non-reproducible issue and is being addressed by (B)(4) via trending and internal investigation under CAPA 0029 - tempus ls: pacer issues.